Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of diabetic ketoacidosis. Per the patient, she changed her infusion set and site the day prior, early on original date, she began to feel ill and experiencing elevated blood. She continued to sicken until her blood glucose was measured as >500 mg/dl. Late in the evening the same day, she was brought to the hospital. She was admitted with a blood glucose of >1000 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.